Event description:
A transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve was performed. Significant plaque and thrombosis were noted in both the aortic arch and the descending aorta, therefore a right subclavian arterial approached was selected. In this case, a cascade of events occurred due to a negative device interaction. After crossing the annulus, while pulling the pusher back, the valve moved aortic (1.5 marker), but determined acceptable. The non-edwards sheath was "pulled in/sucked in" to the lv side despite pulling it back. As a result, the balloon inflated only 60-70 percent of the intended volume because the upper half of the balloon was covered by the sheath. When the sheath was pulled back, the commander ds was also pulled back accidentally too. When the ds was re-advanced to post-dilate the balloon, the valve dislodged into the lv. The ds was able to be passed through the valve orifice and was lifted back into the aortic annulus and deployed successfully.

Manufacturer narrative:
Investigation is ongoing. This is 1 of 2 MDR reports. Report 1 mrn 2015691 2022 09624. Discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "valve deployment - inflation difficulty and/or incomplete inflation-partial or slow", "navigate and position catheter to target location - thv moves on balloon working length during positioning" and "general risk - interventional device interacts with non-edwards" were unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Valve deployment - inflation difficulty and/or incomplete inflation-partial or slow as reported, "during valve deployment, the sheath was pulled in sucked into the lv side despite pulling back and the upper half of the balloon was covered by the sheath. As a result, the balloon inflated only 60-70 percent of the intended volume." Patient factors such a tortuosity and calcification can contribute to the reported event by presenting challenging pathways and constricting the passageway for the delivery system and may contribute to inflation difficulties. However, as no relevant imagery was provided, a definite root cause is unable to be determined at this time. Navigate and position catheter to target location - thv moves on balloon working length during positioning. A product risk assessment was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g. Via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc) was identified as a possible cause of valve movement on balloon during flex tip retraction. The complaint description states, "valve alignment at ascending aorta was performed. The valve was not coaxial, so flex was used. While pulling the pusher back, the valve moved aortic (1.5 marker), but determined acceptable." Additionally, there was also mention of the patient having moderate calcification. As access vessel calcification was present, there was likely tension in the system during valve alignment. It is likely that the proximal (aortic) valve movement during flex tip retraction was a result of the high tension relieved off the system, causing the valve to be mispositioned prior to deployment. As mentioned in the pra, it is possible the tension built within the system may have been due to valve alignment in a non-straight section. Therefore, it is possible that procedural factors (buildup of tension) contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. General risk - interventional device interacts with non-edwards. As reported, "during valve deployment, the sheath was "pulled in/sucked in" to the lv side despite pulling it back, and it interfered with the valve. As a result, the balloon inflated only 60-70 percent of the intended volume. When the sheath was pulled back, the commander ds was also pulled back accidentally too." It is likely that the off-label use of the dryseal sheath may have affected the deployment, resulting in the operators inadvertently retract the delivery system from the partially deployed thv when retracting from the sheath. This in turn could have led the valve to be dislodged into the lv. However, subsequent action resulted in the capturing and correct deployment of the valve into the annulus. Available information suggests that procedural factors (off-label use, retracting delivery system mid-deployment, redeploying embolized thv) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.